Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump failed to respond to button presses and a high blood glucose alert could not be cleared. The issue persisted when the battery was removed and reinserted, but the buttons began to respond when a new battery was used. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.